Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was not charging properly and would not power on the defibrillator. There was no patient involvement.